Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had displayed its service wrench icon. Upon evaluation, physio-control observed that the device was not able to deliver defibrillation shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device. The root cause of the reported issue was determined to be due to an operative charge circuitry on the analog pcb, preventing the device from charging and delivering therapy.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had displayed its service wrench icon. Upon evaluation, physio-control observed that the device was not able to deliver defibrillation shock. There was no patient use associated with the reported event.